Event description:
It was reported by dealer that the footplate hinge was cracked. The dealer decided to get both right and left. The dealer did not provide additional patient or usage detail. The dealer did not report any injury or property damage.